Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. As reported the patient's attorney is only making a claim against the ventralex device. No allegation has been made against the soft mesh implanted in 2014. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2011 the patient underwent surgery for implant of an unspecified ventralex device. It is alleged that on (B)(6) 2014 the patient underwent surgery for implant of an unspecified soft mesh. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".